Event description:
New information received notes that the patient presented with an infection, and the products were discarded.

Manufacturer narrative:
Review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be determined.

Event description:
It was reported that a patient presented with dislodgement of the right atrial lead and migration of the device due to twiddler's syndrome. This resulted in loss of capture on the lead and reduced lead slack. During the revision process, the lead helix was unable to extend. The device was revised and the lead explanted on (B)(6) 2026. No adverse patient consequences were reported.